Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). The event history log was reviewed and revealed no programming, malfunction, or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported event. A visual inspection was performed on the device and noted damage to the door. The damage was determined to be unrelated to the patient passing away. The power on self-test was successfully performed and a one hour therapy was completed on the device with no issues noted. During evaluation, the device also passed check and calibration testing. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. Upon conclusion of the investigation, no failures, malfunctions, or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unreported cause. It was not reported whether the pt was hospitalized prior to death. It was not reported whether the pt was connected to the hc at the time of death or if pd therapy was ongoing until the time of death. No further information was provided. Additional information was requested but is not available.